Manufacturer narrative:
H6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A13: applicable to not being able to read diffusion tensor imaging (dti) scan. A1102: applicable to all the error messages, including "cannot be used with stealth," "invalid diffusion," "invalid data for stealth tractography," and "diffusion import failed." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after downloading a diffusion tensor imaging (dti) scan onto the system, the exam displayed a "cannot be used with stealth" error, and when pressing the more button, it would give the following details - "invalid diffusion," invalid data for stealth tractography," and "diffusion import failed." There was no patient involved.

Manufacturer narrative:
H2, b5: event details have been updated. H2, h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that it was suspected that the issue would be resolved by following image protocol when scans are taken. Additional information was received. It was reported that the wrong scan had been downloaded. The issue has been resolved.

Manufacturer narrative:
H3, h6: a software analysis was initiated. Based on the information provided, there was no indication that a software anomaly contributed to the reported behavior. No archive was available. The logs were reviewed. The user tried to download a dti exam from the picture archiving and communication system (pacs) three times and it failed with c-move error twice, it succeeded for the last time but, it generated an error after the import was successful. As per the information received from the site, the wrong scan was downloaded to the navigation system and the issue was observed. The software appeared to be working as designed. Previously reported codes b01, c19, and d14 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.